Manufacturer narrative:
H6: evaluation codes update. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. The root cause was a faulty water pump. The device is deemed uneconomical for repair. Device will be scrapped. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device didn't heat up. It was stated that the event was observed in the delivery room of the maternity ward. On the recommendation of the anesthetist on call, there was a need to infuse warm liquids into a patient for infusion therapy after postpartum metrorrhagia. There was patient involvement, and no patient harm/adverse event reported.